Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that was implanted with an implantable neurostimulator (ins). It was reported that the patient¿s neurosurgeon was going to confer with neurology and the device manufacturer to decide what surgery was really needed. The tentative surgery date was (B)(6). It was noted that the patient was being a trooper. No further complications were reported or anticipated. (B)(6): additional information from the rep reported the consumer shared via social media that the healthcare provider (hcp) said that there would be no surgery for now. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that was implanted with an implantable neurostimulator (ins). It was reported that the patient¿s neurosurgeon was going to confer with neurology and the device manufacturer to decide what surgery was really needed. The tentative surgery date was (B)(6). It was noted that the patient was being a trooper. No further complications were reported or anticipated.